Manufacturer narrative:
Visual analysis was performed on the returned device. The reported failure to fold (bunched and winged balloon) were confirmed. The reported difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and results of the complaint investigation there is no indication the reported failure to fold (bunched balloon), failure to fold (winged balloon) and difficulty removing the device from the guiding catheter are related to a potential product quality issue. Factors that may contribute to non-uniform balloon refold (winged) include, but not limited to, large balloon profile, deflation technique, multiple inflations. In this case, it is possible that the multiple inflations contributed to the reported winged balloon; however, this cannot be confirmed. Return analysis confirmed that the balloon material was bunched in the distal balloon working length area and distal balloon shoulder. It is possible that deflation technique and/or the winged balloon contributed to the reported failure to fold (bunched) of the balloon; however, a conclusive cause cannot be determined. Additionally, it is possible that the reported failure to fold (bunched and winged balloon) contributed to the reported difficulty removing the device from the guiding catheter as the balloon did not refold properly. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1149 removed.

Event description:
Subsequent to the initially filed report, it was reported that the balloon was fully deflated upon removal and was not removed inflated. Three atmospheres was used to help the balloon recover to normal form so it could be removed from the guiding catheter. No additional information as provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat mildly calcified, mildly tortuous right coronary artery that is 80% stenosed. The 3.75x15mm nc traveler balloon dilatation catheter could not be pulled back from the 6f guiding catheter after several times of applying negative pressure the balloon remained partially inflated at 3 atmospheres and was removed. It was noted the head of the balloon bunched and not re-folded properly. There was no adverse patient effects and no clinically significant delay. No additional information as provided.